Event description:
A medtronic rep reported the site's camera was not recognized in the software, then the system froze. The problem did not affect surgery because the camera communication was reinstated by rebooting the system. The outcome of the pt was not impacted.

Manufacturer narrative:
A replacement system is being sent to the site for resolution. No parts have been received by the MFR for eval.